Event description:
Event description boston scientific received information that this pacemaker dependent patient was not feeling well and therefore contacted his physician. An ECG was performed which revealed no pacing output. Therefore, the pacemaker was explanted and replaced without further incident.